Event description:
Hi (B)(6) here are some photos of the c1. The customer told that when he took the o2 cell out of c1 a lot of water was running out of the unit. No one can tell what has happened. If you look at the photo of the heap filter you can see that there is water and ice inside, img.1644 you can see water. Is there hope for this c1, or should we tell the customer that it cannot be repair. C1 has been used in a hospital and has not been outside. So the customer has somehow got water into c1 br. Claus.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. The root cause was an user error which led the water of a humidifier flow into to the ventilator. There was no patient or user harm reported.